Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ,

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 53 mg/dl at the time of incident. Customer was treated with food for low blood glucose. Customer stated that the sensor gave alert for change sensor and sensor updating. No further complications were reported. Customer will discontinue to use the insulin pump.